Event description:
It was reported that a shaft break occurred requiring additional intervention. A 4.50 x 20 mm synergy megatron was deployed at 18 bar. After 3 deflation attempts, the stent delivery system balloon could not be removed from the guide catheter. The guide catheter, guidewire and stent delivery system were attempted to be removed all together. During removal, the shaft broke in the humeral region. Femoral access was attained in order to recover the device via lasso. Pain and discomfort were experienced, but the procedure was completed and the patient fully recovered.